Event description:
It was reported that dr could not advance iab over spring wire guide (swg). He then attempted to pass the same iab over a different swg. A second iab was passed over the second swg without incident. There were no associated pt complications.